Manufacturer narrative:
Cine images for this case were submitted to edwards for review; echo was not provided. The imaging provided was reviewed by edwards medical/clinical staff. Observations/impression: observations: severe bulky aortic valve calcification, severe aortic root calcification, no porcelain aorta, moderate mac; stable bav demonstrated; poor coaxial alignment as delivery system angled posterior out of sheath; poor image intensifier angle (iia); positioned 60:40 aortic medially and 50:50 laterally. On valve deployment the valve moves ventricular to a 90:10 ventricular position on the lateral edge and 55:45 ventricular on the medial side and is severely canted. Next cine image demonstrates a valve embolized into the ventricle however it remains on the wire. A second valve is advanced and is positioned 50:50 and slightly canted. Deployment of the 2nd valve is not captured on cine. The post deployment position is 90:10 aortic laterally and 50:50 medially. It appears the valve moved aortic during deployment but this is not captured on cine impressions: in addition to the valve being moved ventricular during deployment (from a 50:50 position to a 90:10 ventricular lateral position), poor image intensifier angle and coaxial alignment contributed to an extremely ventricular deployment with subsequent embolization. Per the instructions for use (IFU), device malposition requiring intervention and device embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition and ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the information available and imaging review results indicate a combination of patient and procedural factors likely caused or contributed to these events. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure the 26mm sapien valve was deployed canted and in a too ventricular position causing aortic insufficiency and embolization of the valve into the ventricle. A second valve was implanted and the embolized valve was removed from the ventricle. During investigational follow-up the patient was reported as doing well. Per report, during the case, the coplanar angle was adequate however there was some aortic insufficiency which made it difficult to completely determine the angle. When the chest was begun to be accessed (before edwards sheath insertion) the patient went into ventricular tachycardia and was shocked three times with the third resulting in a successful conversion. The patient¿s ejection fraction was 20 percent, epinephrine was started and the patient¿s ejection fraction increased to 35 percent. The balloon valvuloplasty (bav) was done with a 20mmx3cm edwards balloon; pacing capture was not complete during the bav. The valve was positioned and it was noted that it was canted in the annulus. During angiograms with pacing there were pacing issues and the placement was manipulated and rechecked. The device was positioned 50:50 and during deployment the valve was pulled ventricular because it was thought it was too high. The valve was implanted 10% into the annulus on the left coronary cusp side and not in the annulus on the right coronary cusp side; the valve remained in this position for 7-10 minutes while the patient was being placed on cardiopulmonary support (cps) and a second valve was being prepared. Before a second valve could be implanted the first valve embolized into the left ventricle. A second valve was implanted 50:50 after a new coplanar angle was determined. The physician decided to retrieve the embolized valve through the apex. A myocardial bioptome was used to grab and hold the valve in place through the sheath in the apex. The sheath was removed and a large hemostat was used through the apex to crush and remove the valve. Two additional pledgeted sutures were used to repair the apex. The stable patient was transferred to the unit, was extubated and alert moving extremities. This cause for this event was attributed to low placement of the valve during pre-deployment, poor coaxial alignment and poor image intensifier angle. Additional information: the aortic valve/leaflet calcification was described as severe. Aortic root calcification was mild. The mitral annular calcification was moderate. The image intensifier angle, coaxial alignment of the valve and delivery system were described as poor. Ventilation was held during deployment and there was no loss of pacing capture.